Event description:
It was reported that during a peripheral stenting treatment procedure, a stent dislodgement occurred. The lesion location and lesion details are unknown. The physician reported that the stent "slid" off the balloon in an unspecified location inside the patient. The patient was taken to surgery to have the stent removed. The physician did not complete the procedure due to this event. No further patient complications were reported and the patient's status is ok. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)